Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was defective. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting something was wrong with the instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. No damage the conductor wire was observed.